Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens on (B)(6)2010, and a refractive surprise was noted. The lens was removed.

Manufacturer narrative:
(B)(4), refractive surprise. Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).